Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized due to a low blood glucose (bg) level of 45 mg/dl. Reportedly, customer administered too much insulin causing them to go low. Customer attempted to self-treat by consuming carbohydrates, however; was treated intravenously with fluids of saline. Customer was released on (B)(6) 2023 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.